Event description:
The patient reported an incident which occurred involving a pod site infection. The patient described the pod site as red, swollen, hot to touch with pus coming out. The pod had been worn on their arm for between 36 and 48 hours. The pod was removed on (B)(6) 2026 and the patient sought medical attention on (B)(6) 2026. The length of visit was approximately 1 & ½ hours. The patient was diagnosed with an infection on their arm. As treatment, the doctor administered a shot of antibiotics.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.